Event description:
It was reported by service report that the wheels were cracked preventing the unit from being mobile and also reducing the brake force. No patient involvement or adverse consequences are reported.